Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found helix housing being clogged with dried blood or body fluid. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation of impedance anomaly.

Event description:
It was reported that this brady lead was not successfully implanted due to tissue retention and damaged helix which noted impedance anomaly. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to tissue retention and damaged helix which noted impedance anomaly. A new lead was implanted. No adverse patient effects were reported.